Event description:
A customer reported that the button on the pump was unresponsive and required multiple taps to function properly. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and no additional corrective actions or information were provided.